Event description:
Boston scientific crm received information that during the initial implant of this device, the patient developed complications related to the anesthesia and stopped breathing. Code was called and the patient was eventually stabilized. The implant procedure was completed without further incident. The patient never fully recovered from the period of time they went without oxygen and passed away two days later. The cause of death was reported to related to anesthesia complications. There were no allegations against the functionality of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.